Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump sounded a constant tone and had unresponsive buttons. The caller stated that the screen turned on and off intermittently as well. The customer's father stated the customer fell off his bike, and soon after, the tone began to go off. No alarm occurred prior to the constant tone occurring. The customer's father noted that the insulin pump had alarmed no delivery sometime during the week but not around the time of the constant tone issue. The caller did not know the blood glucose reading. He also noted that the insulin pump sustained physical damage. The caller indicated that the insulin pump had missing segments or a partial display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.